Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 3.0 x 15 mm xience prime. Other: 3.0 x 28 mm abbott implant. There was no reported device malfunction and the product was not returned. Death and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The 3.0 x 15 mm rx xience prime referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mid circumflex with no tortuosity or calcification. The patient presented with a non-st elevated myocardial infarction. Pre-dilatation was performed with a semi-compliant balloon preparing the lesion well. The 3.0 x 28 mm implant was deployed at 13 atmospheres, at which time a proximal edge dissection was observed. A 3.0 x 15 mm xience prime was deployed and post-dilated with a 3.25 x 10 mm non-compliant (nc) balloon to cover the dissection. The final result was good and the patient was transferred to the cardiac care unit. Twenty four hours later the patient was experiencing severe angina. An angiogram was taken which confirmed that the circumflex was 100% occluded with thrombosis. The thrombus was aspirated and a 3.0 x 38 mm xience xpedition stent was deployed, but there was a continuous formation of thrombus which moved into the left anterior descending artery. The patient had a cardiac arrest and died. No additional information was provided.